Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported this peritoneal dialysis (pd) patient went to the emergency room on (B)(6)2021 with diarrhea and was given vancomycin. The patient went back to the hospital on (B)(6) 2021 and was admitted with a diagnosis of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with unspecified pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). On (B)(6) 2021 the patient continued to have pain and went to the emergency room (ER). The patient was given morphine and percocet and sent home. On (B)(6) 2021 the patient returned to the pd clinic due to worsening pain. At this time the pd effluent culture had resulted positive for pseudomonas (species unknown). The patient was sent to the hospital where he was admitted for the peritonitis. On (B)(6) 2021 the patient¿s pd catheter (not a fresenius product) was pulled, and the patient transitioned to hemodialysis (hd). The patient remains hospitalized and upon discharge will continue with in-center hd. The patient will remain on hd for a few weeks before having a new pd catheter placed and returning to pd therapy. No cause of the peritonitis was provided. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with subsequent hospitalization and temporary transfer to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not provided, pseudomonas is often associated with infection of the pd catheter and transition to hemodialysis. This coincides with the patient having to have their catheter removed and temporarily transition to hd. Pseudomonas can be found in soil and water and they favor moist areas such as showers and sinks. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization and subsequent transfer to hemodialysis.

Event description:
It was reported this peritoneal dialysis (pd) patient went to the emergency room on (B)(6) 2021 with diarrhea and was given vancomycin. The patient went back to the hospital on (B)(6) 2021 and was admitted with a diagnosis of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with unspecified pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). On (B)(6) 2021 the patient continued to have pain and went to the emergency room (ER). The patient was given morphine and percocet and sent home. On (B)(6) 2021 the patient returned to the pd clinic due to worsening pain. At this time the pd effluent culture had resulted (B)(6) for pseudomonas (species unknown). The patient was sent to the hospital where he was admitted for the peritonitis. On (B)(6) 2021 the patient¿s pd catheter (not a fresenius product) was pulled, and the patient transitioned to hemodialysis (hd). The patient remains hospitalized and upon discharge will continue with in-center hd. The patient will remain on hd for a few weeks before having a new pd catheter placed and returning to pd therapy. No cause of the peritonitis was provided. No further information was provided.